Event description:
Dealer advised caregiver was transporting enduser from out of the bed in the bedroom to the living room and on the way transporting the top half of the lift bent where top of the pump connects to the bar.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.